Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that at when the nurse was going to administer patient's IV medication, noticed some red drainage under patient's pillow. Upon closer inspection it was found that the orange catheter from the right evd was disconnected from the white catheter which connects to the evd chamber. At that time dressing was still in place. Evd was clamped at the orange catheter which was connected to the patient and was also clamped from the white catheter using the emergency kit at the bedside. Evd was removed and not replaced.